Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre. No readings or comparisons were provided, but the customer reported receiving sensor scans that were high compared to the built-in meter, while experiencing "powerlessness" and subsequently a loss of consciousness. The customer presented to an hcp who diagnosed hypoglycemia and administered glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) was returned and investigated. Visual inspection performed on the sensor patch and no issue was observed. Data were extracted using approved software and sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The plug was removed and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported a high readings issue with the adc freestyle libre. No readings or comparisons were provided, but the customer reported receiving sensor scans that were high compared to the built-in meter, while experiencing "powerlessness" and subsequently a loss of consciousness. The customer presented to an hcp who diagnosed hypoglycemia and administered glucose for treatment. There was no report of death or permanent impairment associated with this event.